Event description:
It was reported that approximately twenty six months post ivc filter implant for a systemic clotting disorder, the patient presented to the emergency room with chest pain and a possible pe. Reportedly, imaging demonstrated that the ivc filter had tilted sideways and one of the ivc limbs was perforating the inferior vena cava wall. The filter was not retrieved. However, another manufacturer's ivc filter was implanted above it. The patient is reported to be in stable condition.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Manufacturer narrative:
The device was not returned. Images were not provided. The results of the investigation are inconclusive for filter tilt, limb perforation and pe. The definitive root cause is unknown. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. G2 filter removal. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Pain. Filter malposition.